Event description:
It was reported that during use of the ultrasafe x100l png raspberry nvs stein the finger grips on the syringe broke apart as the nurse was preparing xolair inject. The nurse was still able to give the injection, but the needle did not retract. The nurse discarded in sharp container. Follow up with the reporter provided additional information below: contact states that xolair pfs plastic safety covering surrounding device broke apart and needle would not retract-nurse clarified this as the finger grip. The nurse stated the flanges "finger grips" on the outer part of the pfs came off as she was getting the xolair ready for injection. The nurse stated she was still able to use the xolair without the flanges so the patient was injected with the xolair the nurse did not state needle would not retract. She was able to administer the xolair, then discarded afterwards in sharps container.

Manufacturer narrative:
H.6. Investigation summary: neither photo nor sample part was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. PMA / 510(k)#: k011369, k122558 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the ultrasafe x100l png raspberry nvs stein the finger grips on the syringe broke apart as the nurse was preparing xolair inject. The nurse was still able to give the injection, but the needle did not retract. The nurse discarded in sharp container. Follow up with the reporter provided additional information below: contact states that xolair pfs plastic safety covering surrounding device broke apart and needle would not retract-nurse clarified this as the finger grip. The nurse stated the flanges "finger grips" on the outer part of the pfs came off as she was getting the xolair ready for injection. The nurse stated she was still able to use the xolair without the flanges, so the patient was injected with the xolair the nurse did not state needle would not retract. She was able to administer the xolair, then discarded afterwards in sharps container.